Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h3, h6 corrected fields: d4, g2, h5. The device was returned to olympus for inspection, and the reported failure was confirmed. The probe was broken at proximal end. Based on the results of the investigation, it is likely the stress led to the malfunction. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front-actuated grip type s exhibited one of the jaws dropped off. The issue occurred after procedure (upon completion of procedure, device was no longer used on patient). The procedure was completed using the same device. There were no reports of patient or user harm, injury, or death.